Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture, insufficient stent apposition, and shaft break occurred. The target lesion was located in the right coronary artery (rca). A synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon deployment at 6 atmospheres, the balloon ruptured and the stent was not fully deployed. During removal of the stent and the delivery system, the delivery catheter broke in half. They were able to completely remove the device from the patient's body and the procedure was completed with another stent. No was no patient injury.